Event description:
Livanova deutschland received a report that a heater-cooler system 3t system showed an error code associated to the patient pump during priming. There was no patient involvement.

Manufacturer narrative:
Patient identifier, age or date of birth,sex,weight,ethnicity.there was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in calcutta, india. The distribution board was checked and found to be functional. The stirrer motor was noisy and needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, patient pump 1 was replaced. In addition, also stirrer motor was replaced since it was noisy. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2021. The symptoms (noisy and stuck motors) found by the technician on the replaced components are related to a mechanical fault. Most likely root cause is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.